Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen which is off label usage of the device on (B)(6) /2025. On (B)(6) 2025, the patient was having difficulty breathing, had presyncope, and felt like he would fall. At some point during this event, the patient¿s cgm was reading 197 mg/dl while the bg meter was reading 142 mg/dl. It was also reported that the patient received ¿insulin and juice¿ as treatment, however, it was not specified by who. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.